Event description:
The floor lift had been knocked over by a resident. There was no report of injuries sustained by the resident involved, or any other person.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted. The handle was pulled from mast. The mast was replaced. Add'l info will be provided following the conclusion of the MFR's investigation.